Manufacturer narrative:
(B)(6). Concomitant medical product: unknown oss femoral component, cat#: unknown lot#: unknown; unknown oss bearings, cat#: unknown lot#: unknown; unknown oss tibial tray, cat#: unknown lot#: unknown; unknown oss femoral stem, cat#: unknown lot#: unknown; unknown oss tibial stem, cat#: unknown lot#: unknown; unknown patella, cat#: unknown lot #: unknown. Initial reporter: mauricio etchebehere, patrick p. Lin, bryan s. Moon, jun yu, liange li, valerae o. Lewis ¿patellar height decreasing after distal femur endoprosthesis reconstruction does not affect functional outcome¿ the journal of arthoplasty 31 (2016) 442-445. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05781, 0001825034-2017-05782, 0001825034-2017-05783, 0001825034-2017-05784. Product location unknown,

Event description:
It was reported in a journal article that there were four patients that presented with less than 90 degrees of range of motion. Attempts have been made and no further information has been provided.